Manufacturer narrative:
(B)(4). Date sent: 2/12/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 215d85. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received closed with the knob forward at non label side and a reload loaded with tissue between the jaws and the knife could not be returned to home position. Further evaluation shows that a small metal piece was stuck in the tissue between the jaws causing the knife not to return to home position; the metal piece was removed, and the knob was returned at its home position without difficulty. The reload returned fully fired with damage on the knife, reload deck and channel area (plow). The reload was disassembled to verify the condition of the internal components, the knife assembly and the reload pan were found to be damaged. Also, the anvil was partially detached due to one broken post at the proximal end, and both posts broke at the distal end. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Due to the condition of the device and reload, the reported complaint was confirmed by an external cause as improper handling. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 215d85, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.